Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. One event was reported for this quarter. One device was available for evaluation but has not yet been received. There were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 1 malfunction event in which the device reportedly overheated. There was no patient involvement; no patient impact.

Event description:
This report summarizes <noe> 1 </noe> malfunction event in which the device reportedly overheated.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055.     Supplemental rationale corrected data: 1 previously reported event is included in this follow-up record. Product return status 1 device was received for evaluation.  Evaluation status 1 reported event was not confirmed during testing; however: - 1 device was found to be affected by worn bearings.   Additional information 1 device is not labeled for single-use. 1 device was not reprocessed and reused.